Event description:
A surgeon reported that during a procedure irrigation stopped and the patient experienced a posterior capsule tear (pc tear). The chamber collapsed and the surgeon went through the posterior bag causing the pc tear. The surgeon had to perform a vitrectomy. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).